Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that on (B)(6) 2016 the catheter was severed and removed during a laminectomy procedure. The reporter was calling because they wanted the pump stopped. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the physician hooked the catheter back up and that everything was running again. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.